Event description:
It was reported that during a meniscus arthroscopic repair, the ultra fast-fix t2 could not be deployed. The suture was broken. The procedure was completed using a smith and nephew backup device; however, it is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The t1 and t2 were not returned. A partial suture was returned. The suture has been cut on both ends but shows evidence of fraying from contact with a sharp instrument such as a grasper. The variable depth straw has been trimmed. Bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a material certification of analysis is required with each lot. The root cause for not deploying the t2 could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to this reported event include inadvertently bending of the needle/overmold assembly. The root cause for the suture breakage has been associated with unintended use of the device. Factors that could have contributed to this failure include the application of improper/excessive force and contact with a sharp grasper/instrument. Based on this investigation, the need for corrective action is not indicated.